Event description:
Patient revised due to dislocation. Inoperatively found polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot codes since their respective release for distribution during 1998. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened.